Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the anti-fog function of the insertion tube has failed. Component failure of the defogging function. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the universal cord. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope experienced a noisy and flickering screen during inspection for use. There were no reports of patient involvement.